Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the transpac failed to ventilate after the source of oxygen was changed from the cyclinder source to the wall outlet source. Patient was found 5 minutes later with spo2 at 88% and low pressure alarm sounding on the ventilator. Patient was manually bagged to bring spo2 stats back to 98%. No permanent damage to the patient.

Manufacturer narrative:
One transpac was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Functional testing of the device using a smiths medical oxygen input house, found no fault with the device. In an attempt to re-create the reported fault, the unit was repeatedly changed from a wall outlet to an oxygen cylinder and vice versa over a period of a week. The unit continued to cycle on both oxygen sources throughout testing. All functions were correct and within specifications. Unit was then connected to the oxygen input hose returned with the unit. A leak was instantly heard, a hole was within the oxygen hose causing a gas leak. The unit would not cycle due to the leak in the oxygen hose which also caused the low pressure/disconnect alarm to activate. The reported complaint was confirmed and the problem source was determined to be user interface.